Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a loose/detached black ring around the scope cover. In addition to the reportable malfunction, the light guide lens was cracked on the side and the insertion tube had multiple dents. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the rhino-laryngo videoscope had a loose ring that was hanging off. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the ring was found to be loose and hanging; however, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿ do not coil the insertion tube, universal cord, or video cable with a diameter of less than 10 cm. Equipment damage may result. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the objective lens surface at the distal end. Visual abnormalities may result. When the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not put or press the video connector and light guide connector on the insertion section when transporting or reprocessing. The insertion section may be damaged.¿ olympus will continue to monitor field performance for this device.